Event description:
It was reported that during a routine supply change the ilet user went through three teflon infusion sets when the site was pulled off by the needle in the applicator and one set did not adhere, leading to incorrect deployment or connection of the infusion set. Replacement infusion sets were shipped. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified consistent with incorrectly deploying an infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.